Event description:
It was reported that post-op the patient complained of pain. An echo showed that the lead had perforated the patient. The lead was repositioned and no further complications occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.